Event description:
The customer stated that he performed normal control tests and had results of 217 and 214 mg/dl. While troubleshooting, he had 2 more control test results of 215 and 220 mg/dl. The normal control range is 109-157 mg/dl. The customer did not allege any adverse events. The meter and strips are to be returned for eval, and replacement products will be sent.